Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings compared to another meter. The patient obtained the blood glucose reading of 130 mg/dl on the reported meter and the reading of 88 mg/dl on the other meter within 30 minutes. The patient did not experience any symptoms and denied seeking medical attention. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2014). The lay user/patient¿s test strips have been returned on 06/02/2014 and evaluated by lifescan product analysis on 06/25/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.